Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to product performance issue. The replacement procedure was successfully performed and a new lead was implanted in the left bundle branch (lbb). No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.